Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: after loading, the surgeon pressed the safety button and noticed that staples fell out and the instrument could not be fired. The staples were not retrieved. The case was extended by more than 30 minutes.